Event description:
Discordant, falsely low sodium (na) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension vista instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to run an advance clean and replaced the integrated multisensor technology (imt) sensor. The customer ran an imt calibration, which passed. Quality controls were run, resulting within range. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.